Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 02 june 2025, senseonics was made aware of an incident where user reported of receiving glucose suspend alert which led to early sensor removal.

Manufacturer narrative:
The user reported receiving a glucose suspend alert on (B)(6) 2025, on day 119 after insertion. The RMA was authorized for the return of the sensor for further investigation. The sensor was returned and tested in-house, and the review of investigation analysis showed no issues with sensor chemical performance. A review of dms data revealed that glucose was blinded due to unstable communication between sensor and transmitter attributable to a sensor electronic issue. The user was offered a sensor replacement as a resolution. B4. Date of this report 31 august 2025. G3. Date received by the manufacturer? 31 august 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 628. H6. Investigation conclusions updated to 4307.